Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter (ultra 2). The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when lfs made a follow up call to the patient. The patient stated that the alleged inaccuracy began on (B)(6) 2016, 08:45pm. The patient reportedly obtained an alleged inaccurate high blood glucose result of 307 mg/dl on the subject meter, compared to 235 mg/dl on the other meter, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster) and stated that he increased his insulin ¿10 units of humalog¿ as a result of the alleged product issue. The patient reported that 5 hours after the alleged product issue began he developed the symptoms of ¿weakness and disorientated¿. The patient stated that he self-treated with glucose tablets/gel. He reported that on (B)(6) 2016 at 1:49am he obtained a blood glucose result of 43mg/dl on a onetouch ultra mini meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strips were stored correctly and not expired, the test strip vial was neither cracked nor broken. The patient carried out the correct testing steps and the sample was taken from an approved sample site. The patient was unable to walk through a control solution test. Replacement products were sent to the patient and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria, nor did they receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.